Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 400 mg/dl at the time of incident and the current blood glucose of the patient was 221 mg/dl. Customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.